Event description:
Medtronic received information that no communication (unresolved), cannot find sensor signal occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Unit received with moisture damage at connector pins. Unable perform functional test due to contamination at connector pins.